Event description:
It was reported by the patient's parents that the patient had been hospitalized at (B)(6) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod an unspecified number of hours on their leg. Symptoms reported include hyperglycemia, tiredness, thirst and they could smell acetone on their breath. The parents took the patient to the hospital. The patient had ketones of 3.8 mmol/l. The patient was treated with "a double injection with a pen and novo rapid." The patient was told to drink lots of water and rest. The patient was released 3.5 hours later. The pod was still worn at the time of the report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.